Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were observed in the sheath during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After removal of the dilator from the sheath aspiration was performed. Despite multiple aspirations a lot of air bubbles were still present in the aspiration syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the sheath. The sheath passed all leak and aspiration testing. Inspection of the hemostatic valves did not find any defects that could confirm an existing leak path or contribute to the allegation of this event. The reported clinical observations were not confirmed by the analysis results.

Event description:
It was reported that air bubbles were observed in the sheath during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After removal of the dilator from the sheath aspiration was performed. Despite multiple aspirations a lot of air bubbles were still present in the aspiration syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.